Manufacturer narrative:
The device involved in the incident was not returned for evaluation. The device code cannot be confirmed. The lot number was not provided therefore a review of the manufacturing records is not possible. The report and information provided verbally by the risk manager indicated that the device was being removed by a nurse in the interventional radiology (ir) department with the patient sitting in a chair at wife's request. Normal practice when removing a catheter, the patient is lying down. Long-term tunneled hemodialysis catheters are usually removed by a physician with the patient lying in a bed in the trendelenburg position. The trendelenburg position involves lying flat on the back (supine) with the body tilted at a 15 to 30-degree angle, so the head is lower than the feet. This position is used to help prevent air embolism by increasing intrathoracic pressure, decreasing the pressure gradient, and potentially trapping air in the right ventricle, making removal safer, often combined with the valsalva maneuver. The valsalva maneuver during central venous catheter (cvc) removal is a key technique to prevent air embolism by increasing intrathoracic pressure, reducing the risk of air entering the bloodstream when the catheter is pulled out, achieved by the patient holding their breath and bearing down, or by timing removal with expiration, often combined with placing the patient flat or in trendelenburg position and applying an occlusive dressing immediately after. Instructions for use (IFU) include the following for catheter removal: "warning: only a physician familiar with the appropriate techniques should attempt the following procedures." The IFU indicates the removal should be performed by dissecting down to the cuff prior to removing the catheter. There is no indication for "tugging" the catheter to remove it. The device was implanted for approximately 2-3 months and used without any reported problems. Without an evaluation of the device involved in the incident a definitive root cause cannot be determined. Potentially the catheter was stressed beyond the design capabilities during an improper removal procedure.

Manufacturer narrative:
Additional information has been requested from the reporting facility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rn was removing 28 cm 12.5f medcomp dual lumen pheresis catheter and during removal, gentle tug on catheter and catheter snapped apart right at insertion site. Dressed with gauze and subsequently, patient became diaphoretic and unresponsive, breathing spontaneously. Coded and expired a few hours later.